Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the device (including port, luer hub) was not irrigating. There were no error messages. The correct catheter settings were selected. No flow rate changes were noted at the start of ablation. The issue was not identified until the device had been used inside of the patient. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the shaft was bent. A photo was received where a foreign material was observed in the tip area, however, no foreign material was observed on the physical product. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31570655m and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the foreign material in the tip area could be related to the procedure. The potential cause of the shaft bent could be related to the manipulation of the device after the procedure, however, this could not be conclusively determined. The instructions for use contain the following recommendations: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient; before use, verify that the irrigation ports are patent by infusion of heparinized normal saline through the catheter and the irrigation tubing as part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).